Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, above rated burst pressure the device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, heavily calcified, mid left anterior descending artery (lad) the 3.0 x 15 mm voyager nc balloon dilatation catheter (bdc) was positioned and during the third inflation attempt the balloon ruptured at 20 atmosphere (atm). The device was removed and a 3.0 x 15 mm voyager nc was used successfully to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the nc voyager instructions for use (IFU) warns not to exceed the balloon rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.